Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary as reported, subsequent to the use of a bakri postpartum balloon to treat a patient with a postpartum hemorrhage (pph), the patient developed endometritis. The patient was given a single dose prophylactic antibiotic following device placement but did not receive antibiotics thereafter. No additional patient consequences were reported. Additional information has been requested regarding the patient and the event. At the time of this report, no further information has been provided. Investigation - evaluation reviews of instructions for use and quality control procedures of the device were conducted during the investigation. No device was returned for investigation. Accordingly, no physical examination could be conducted. No lot number was provided; reviews of the device history record or complaint history were unable to be performed. There is no evidence of nonconforming product in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control, and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. The device is provided with instructions for use which provide the following contraindications for use: arterial bleeding requiring surgical exploration or angiographic embolization cases indicating hysterectomy. Pregnancy. Cervical cancer. Purulent infections in the vagina, cervix, or uterus. Untreated uterine anomaly. Disseminated intravascular coagulation. A surgical site that would prohibit the device from effectively controlling bleeding. The IFU further states, ¿sterile if package is unopened and undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from the package, inspect the product to ensure no damage has occurred." Based on the available information and a clinical assessment of the event, cook has concluded that the cause of the event cannot be traced to the complaint device. The most probable cause of endometritis is related to patient pre-existing conditions and increased risk factors from labor and delivery. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, subsequent to the use of a bakri postpartum balloon to treat a patient with a postpartum hemorrhage (pph), the patient developed endometritis. The patient was given a single dose prophylactic antibiotics following device placement but did not receive antibiotics thereafter. No additional patient consequences were reported. Additional information has been requested regarding the patient and the event. At the time of this report, no further information has been provided.